Event description:
It was reported that, during a real intelligence cori assisted tka surgery, during femoral bone removal, the real intelligence robotic drill was re-calibrated, the bur hit sclerotic bone and completely stopped working. The kpc test was run and the drill was unable to keep the bur locked into place. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4).